Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were having a problem with the implant that was installed, it was not operating properly. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va25sqj, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead note: see MFR. Report # 2182207-2021-02249 regarding related report concerning reported november implant see MFR. Report # 3004209178-2021-19129 regarding related report concerning june ins implant w/ replacement lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that in 2020, they had two pelvic health devices implanted, one in june, the second was november 12th. Neither one was successful. The patient said the same day they got the stimulator, they got shocks between their legs if they moved their legs. They then started having massive stomach problems, and that went on for probably six to eight weeks. They started working with doctors to try to resolve it. They found out they had stage 4 liver and pancreatic cancer (not alleged related to device/therapy), and (after that), they turned the stimulator off and on to urinate, and they had to turn it off because it did not work properly. Otherwise they would get zapped, and it really did upset their stomach and everything e lse and "their liver and pancreas in an uproar in the area." They reported they did not start having stomach problems until the device went in, that was what concerned them, and because of the wires. Clarification revealed the patient was describing the wires from the stimulators they got in june and november 2020. They said the "leads do not hold in place. They are free flowing because of scar tissue." They said the doctor told them there was too much scar tissue. They said they still had "floating lead problem," and opposed to being where it belonged, they thought "that [was] what aggravated their stomach in the first place, but it was not that it was the start of cancer so that is what concerns them." They turned it off; they did not keep it on all day because they would be in pain because they had too much scar tissue so they could not get these leads in the right place, "like if I do an x-ray, the leads look fine, but if I put my leg in front of me to walk, I walk with a cane already, I get electronic shocks right down the middle of my vagina." The patient was placed on hold while technical support was consulted, but the call disconnected. The patient was called back and it was reviewed the device did not have guidelines around cancer and stimulation on/stimulation off. It was reviewed that gen erally the device did not have anything to do with the pancreas and liver, and what the patient reported was not expected. It was recommended they talk with their device and cancer doctors about this topic, and the doctors could call technical support. They were r edirected to follow up with their healthcare provider to further address the issue. The patient requested the phone number for their implanting physician (of their last two devices). The patient mentioned unrelated medical history, which included that they had ast hmatic dystonia, and multiple sclerosis (ms). During the call, they reported with their first pelvic health implanted system, their doctor was a different doctor. Their last two systems were implanted by another doctor who sent them to another doctor, who scheduled surgery for the patient, but they found out two weeks before they had cancer. Later the patient said they saw them five days before the surgery, and had to cancel the surgery. The patient said they could not remember; they had "chemo brain."

Event description:
Additional information was received. The patient reported that after the device was implanted in june, the lead that was inserted and also too much scar tissue caused their bowels not to function/move. They stated the lead also sent electrical shocks down their legs when they moved. They had a special programming session with the rep and they attempted to fix the device, however they kept getting shocked so their doctor ultimately replaced the lead. The circumstances that led to the reported issue were unknown.

Manufacturer narrative:
Continuation of d11: product ID 3889-28, lot# va25sqj, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.